Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 56 mg/dl, which he treated by eating. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal and was not pressed by the customer while he was connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.